Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received two appropriate treatments and an inappropriate treatment. The device was started up at 19:24:26 on (B)(6) 2026. At 02:02:08 on (B)(6) 2026, an arrhythmia was detected. ECG shows af @ 130 bpm with pvc¿s. The rhythm then transitioned to nsvt degrading to vt @ 220 bpm with motion artifact. Between 02:04:50 and 02:05:24, the patient received two appropriate treatments. Rhythm at the time of each treatment was vt @ 220 bpm with motion artifact and electrode lead fall off. Post shock rhythm was nsvt with motion artifact and electrode lead fall off. At 02:06:47, the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt with motion artifact and electrode lead fall off. Post shock rhythm was af @ 80 bpm with motion artifact and electrode lead fall off. The device was shut down at 02:09:23 on (B)(6) 2026.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.